Event description:
Customer reported dialysate sample was taken and ph was 7.3 and na was 140 . Na was programmed at 140 to complete treatment. Close to the end of the treatment, the patient started to have spasm of the extremities and was disconnected from the machine. Blood samples were taken at 19:00 and na was at 159, another sample was taken at 20:40, na was at 152 and another at 05:45 (the 27th), na was at 147. Apparently, no conductivity alarms appeared during the treatment, according to nurses.

Manufacturer narrative:
In the morning, the machine was tested and the machine failed t1test. Machine would not come up to the set conductivity. Concentrate cans error #40 appeared. Pa autocal was performed with no success. Machine turned off/on, tried another pa autocal, again with no success. Gambro was then called, checked the -15v and found it to be -0.01v. We replaced the board and probe and everything went back to normal. The capacitor c1 on the cpc is burned.